Event description:
It was reported that the tip segment of the subject device was observed to be missing upon cannula removal from the pt. The customer was not positive that tip was complete when inserted. Emboli filter was present and did not catch any broken piece. The pt reportedly suffered no adverse effects.